Manufacturer narrative:
A software analysis was initiated to determine the probable cause. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, software version: (B)(4). No system checkout was performed as the resolution was confirmed on the call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after pulling an exam from the embedded digital intercommunication of medicine (dicom) query retrieve (q/r), the system became unresponsive on a blue screen when exiting the cranial software. A soft reboot was performed and it was possible to launch the cranial application with no issue. The patient exam was in the cranial application patient list. There was no patient present when this issue was identified.